Manufacturer narrative:
Section a2: patient age corrected. Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively established through this evaluation. The pump stop was determined to be due to a full depletion of both 14v li-ion batteries and the system controller backup battery. The submitted log files were reviewed and did not indicate any issues with the pump. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), sepsis, and multi-organ failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient was admitted with presumed sepsis with end organ dysfunction and lactic acidosis. The patient had a chronic driveline infection. While completing interrogation it looked like there was a period of time where the pump stopped on (B)(6)2025. The patient did not recall any alarms or left ventricular assist device (lvad) issues. The patient was noted to have been sleeping on battery power despite education. The log files were reviewed and contained multiple alarms associated with a loss of all power event. The patient was utilizing battery power between (B)(6) 2025 and depleted both batteries and the emergency backup battery (ebb). This low voltage caused the rotor to stop on (B)(6) 2025. The system controller and pump shut off a few seconds later. The patient was off pump support for an unknown amount of time. Following the loss of all power the pump appeared to resume operation with the system controller clock corrupt alarms once external power was restored. The system controller clock appeared to have been resynched on (B)(6) 2025. Based on the log files the pump was operating as intended both mechanically and electrically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The onset of the driveline infection was noted to be (B)(6) 2024 with the cultures of stenotrophomonas maltophilia and kledsiella oxytoca (2916596-2025-05210). Following two short course treatments the driveline culture was again positive for stenotrophomonas maltophilia and kledsiella oxytoca on (B)(6) 2024, the patient was then placed on suppressive lifelong po cipro (2916596-2025-05214). The symptoms associated with the system controller clock not set/pump stop were the patient having chest pain fatigue and weakness when coming into the emergency department possibly related to the pump stop. The patient was admitted (B)(6) 2025 and discharged (B)(6) 2025. In this admission the driveline infection culture grew only stenotrophomonas maltophilia. Blood cultures were negative. The driveline site was without redness, drainage, tenderness, warmth, and swelling. The white blood cells peaked at 16 10.3/ul. The infection was started on intravenous (IV) antibiotics (ceftazidime, daptomycin, zosyn) then stopped when felt symptoms and lab values more likely related to pump stop. The patient resumed chronic suppressive ciprofloxacin bid. Treatment was ongoing. The plan of care was ongoing suppressive po antibiotics and re-education of patient need to sleep connected to mpu. The patient was at home and stable. The details of end organ dysfunction were serum creatinine 2.43 (baseline 1.3-1.7); lactic acid 2.7. The end organ dysfunction was treated when the pump power was restored and lab values improved. At discharge creatinine was 1.52 and lactic acid was 1.8.